Event description:
Customer reported a malfunction in their insulin pump with malfunction code malf 13, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the non-resettable pump. Customer was advised on using backup therapy and received instructions for returning the faulty pump. A replacement pump was sent, and the customer understood how to set it up and manage the transition.